Event description:
The quick connect did not appear damaged before leaving for transport with patient. It was fine until respiratory therapist (rt) unplugged it from the oxygen source and the thing completely came apart. The green plastic piece came apart from the big silver piece. This item was removed from service and another quick connect was obtained. There was no harm to the patient.what was the original intended procedure?transport with oxygen.